Event description:
A (B)(6) pt's grandmother contacted zoll customer support to report that the pt's monitor is making a high pitch sound and the screen is flashing back and forth from blank to the lifevest home screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway, the reported problem (high pitch sound/ resetting has been confirmed. As received, the monitor was resetting. The problem is determined to be a computer analog (ca) board ((B)(4)) failure. A root cause analysis of the ca board failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor..